Event description:
Pt had a prosthetic rt ankle replacement. Three yrs later, had it removed. Was told only 10 were implanted in the u.s. And theirs was the last one to be removed. Pt. Lost bone, had spurs, infection, ankle crooked, 4.5" shorter. Has had (since removal) multiple surgeries and lots of pain. Current doctor wants to do surgery to stretch bone, straighten foot. Other option is amputation.